Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure anslysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical study. It was reported by the site that 8 days following a coronary artery stenting treatment procedure, the pt experienced a stent thrombosis. Prior to the index procedure, the pt presented to the facility with symptoms of acute angina pectoris. The index procedure treated one lesion in the ostium of the left anterior descending (lad) artery. The lesion was treated by deploying a 2.75x20mm express2 study stent. During the procedure, the pt was administered unfractioned heparin and abciximab. The site reported that 8 days after the index procedure, a thrombosis occurred in the target lesion. The pt presented with symtoms of acute angina pectoris. The thrombosis was treated by performing pci. The site reported that the pt "recovered" the following day. The pt was discharged from the facility 8 days after the event.